Event description:
It was reported that after the bd saf-t-intima¿ IV catheter safety system was placed, it was noticed that the extension tubing was broken by the clamp during clamping after the transfusion, and blood "flashed back and sprayed". The following information was provided by the initial reporter, translated from chinese to english: "the catheter was placed successfully. It's been noticed that the extension tubing was broken by the clamp in clamping after transfusion on the same day of placement; the blood flashed back and sprayed. The nurse didn't wear gloves."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8115943. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the visual evaluation of the returned devices, bd engineers identified remnants of the tubing inside the inserter of the first device, this suggests that the device was subjected to a large pulling force prior to failure. Further, the cut in the extension tubing of the second device is indicative of an activation of the safety device while the clamp is applied to the extension tubing. This is known to result in a partial or complete cut in the tubing. Bd was able to confirm the customer¿s indicated failure mode. After evaluate the first sample, we could observe a part of the tubing within of wing/inserter. By the conditions of the sample, the extension tubing was pulled until broken. Unfortunately, the root cause could not be determined however it could be related with incorrect handling. Engineering and manufacture team reviewed the second sample, finding a partial cut in the pvc extension tubing near of the adapter however, the only way to reproduce this defect is omitting the IFU usage recommendations. If the slide clamp is clamped during the puncture and after is activated safety device, it would cause a partial cut or full cut in the tubing. The tubing defective is not associated to our assembly process. Internal rejects database was consulted for tubing damaged and no issues related have been reported/detected. Based on investigation results to date, root cause for manufacturing process cannot be determined however, this defect could is related with an incorrect use of the product by the user.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after the bd saf-t-intima¿ IV catheter safety system was placed, it was noticed that the extension tubing was broken by the clamp during clamping after the transfusion, and blood "flashed back and sprayed". The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter was placed successfully. It's been noticed that the extension tubing was broken by the clamp in clamping after transfusion on the same day of placement; the blood flashed back and sprayed. The nurse didn't wear gloves."